Event description:
On (B)(6) 2011, pt reported receiving an e4 (occlusion) error message during basal after inserting a new infusion set this morning. Pt stated she went to re-prime and received an e7 (electric error) message. Pt reported she took the battery out and reinserted it and then received an e10 (cartridge error) message. Pt stated the menu and check buttons are not working consistently. Pt reported she has to press hard and a certain way on the check button for it to respond. Pt stated she just filled a new insulin cartridge and inserted a new infusion set tubing. Pt reported she still has the same infusion site inserted that gave the e4 (occlusion) error message at first. Pt stated she was not able to carry out the change the cartridge process because of the error message. Assisted pt through the change the cartridge process and prime the infusion device with a new infusion set tubing attached. Had pt reconnect to her infusion site. No error messages were duplicated. Pt no longer has the alleged infusion set. Pt reported the check button is consistently not responding and the menu button is more intermittently not responding. Pt stated this issue began several months back but has recently gotten worse. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.